Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Product: 694758 implantable tachy lead implanted: (B)(6) 2008; 5076-45 implantable pacing lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device battery did not reach the expected longevity. The device was explanted and replaced. It was also reported there was elevated sensing integrity count (sic) on the right ventricular (rv) lead. There was also noise on both the rv and atrial lead. Isometric exercises and pocket manipulation were done and the noise could not be reproduced. The leads remain in use. No patient complications have been reported.